Manufacturer narrative:
The customer used physiological saline to dilute the sample. Product labeling advises to use diluent universal for dilution of the sample. There was not enough sample material remaining to complete the investigation. Based on the information provided, an assay related issue is not suspected. A general product problem has been excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant dilution results for 1 patient sample tested for elecsys total psa (total psa) on a cobas e 801 module. The initial total psa result was > 100 ng/ml. The customer performed multiple dilutions and obtained the following results: the results from the 2nd run of the sample were "range over" (no actual result provided) from a x10 dilution and 200 ng/ml from a x100 dilution. The result from the 3rd run of the sample was 28.2 ng/ml with a x900 dilution. The results from the 4th run of the sample were: 44.6 ng/ml with a x2 manual dilution using physiological saline followed by an automatic instrument dilution of x900, 76.4 ng/ml with a x4 manual dilution using physiological saline followed by an automatic instrument dilution of x900 dilution, 146 ng/ml with a x8 manual dilution using physiological saline followed by an automatic instrument dilution of x900 and 18.4 ng/ml with a x16 manual dilution using physiological saline followed by an automatic instrument dilution of x900. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The total psa reagent lot number and expiration date were not provided. The customer stated there were no problems with other patient samples. The customer did not request any further investigation of this issue.